Event description:
A peritoneal dialysis pt called stating that after he completed his treatment he noticed fluid leaking when he opened the cassette door. There is no report of pt ill effect. There is no sample available for eval.